Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand and customer¿s blood glucose did not exceed reported limits. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred, which customer acknowledged and understood.